Event description:
It was reported that at the time of intake there was no reported issue. There was no impact to the patient.

Manufacturer narrative:
H3: evaluation determined that the bur is stuck in the attachment. The likely cause of the failure is identified as bearings of the inner housing are displaced. It was also noted that the color display is not worn out, the outlet of the inner body is oval in shape, and the heel has traces of contact with boron. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.